Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted and replaced with a new ipp. Additional information was received. Device was not cycling due to a tear in the reservoir. The device was not inflating. Symptoms started around (B)(6) 2019. No adverse patient effects.